Manufacturer narrative:
Diagnosis include anoxic brain injury, cardiopulmonary arrest, tension pneumothorax, abdominal free air, acute myocardial infarction, acute renal failure, liver acute transaminitis, esophageal ring, anemia, disseminated intra-vascular coagulation, possible seizure activity, hypoglycemia, endocrine and withdrawal of mechanical ventilation and life support. (B)(4). At this time, a device history record (DHR) review of lot 22co2369 revealed that no mrr was issued for this lot number. All current inventory was reviewed and no discrepancies were noted. The cause of the complaint cannot be determined. We are currently trying to obtain a photograph of the device for further evaluation.

Event description:
Per e-mail dated (B)(6) 2004 from facility's legal counsel, the tip of the device detached into the apex of the duodenal bulb. It was not removed. This was a first time use of the device. The facility is in the process of determining whether an autopsy was performed on the patient. Uf ref# 06c0001081-2004-0001.